Event description:
The patient reported her lead fractured and was replaced. It was also reported that the patient has an attorney and inquired about warranty. It was further reported that the patient wanted to know if company representative was present the day the fractured lead was replaced. The patient was told by hospital nurse that a company representative is always present and would have brought the new lead in. It was further reported by the patient "I am scared to death to do anything. 'The pacemaker has been the worst trip from hell I've ever had; I'm upset that the lead(s) were not sent back." It was also reported by the patient that following a mammogram, the problems started and documentation shows the lead was having problems before the mammogram, but the mammogram "finished her off." No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported her lead fractured and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.